Event description:
It was reported that the pump alarmed with no error message and 12 hours after cassette's change the pump alarmed "no disposable detected". No patient injury was reported.

Manufacturer narrative:
UDI is unknown. Customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional check. Visually inspected the pump. Battery loss alarm test, all tests passed. Error history log review found "high pressure" alarm messages. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions will be taken.